Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 5054-58, lead; implanted: (B)(6)2008, model: 5554-53, lead; implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that a patient with a multiple right ventricular (rv) lead configuration presented with both rv leads exhibiting high impedance levels and one was oversesning noise on the pace/sense portion. Both leads are suspected of a lead fracture. Both leads were removed and a new rv lead was placed. No patient complications have been reported as a result of this event.